Event description:
In 20065 while wearing the external equipment, the patient reportedly experienced an overly loud sensation followed by no sound percept. The 2nd day the patient was seen at the center and by a company representative for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed conformed that the patient's c1 device was no longer functioning. Surgery has been scheduled to explant the patient's device.